Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient experienced ineffective therapy. Both leads had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced with one lead to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.